Event description:
The geometry of the artificial valve deformed the aortic root and caused the ostia to abut the valve, functionally occluding it. The patient went into cardiogenic shock, required CABG procedure, rvad, lvad and ECMO but did not survive.